Event description:
Facility equipment technician reported healthcare professional (hcp) stated the baxter sps 1550 device shut off during pt hemodialysis treatment without an audible alarm. Hcp reported the device blood pump stopped and venous line clamped off appropriately. Hcp immediately turned device back on and treatment was completed without further incident to report. Device was pulled from service following the end of this treatment. No pt injury and no medical intervention was necessary as a result of this event.